Event description:
The customer reported fluid leaked from underneath the left side of the unit where the waster drawer is located, involving unicel dxi 800 access immunoassay system. The customer had on gloves, placed pillows on the large spill, and cleaned up the fluid. There has been no report of patient results being impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) replaced the liquid waste transfer pump tubing and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The customer has a standard safety biohazard exposure plan at the facility. (B)(4).